Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with the ilet and dexcom g7 when the cgm signal to the ilet was lost after a meal, the pump displayed ¿high,¿ and the user had overtightened the infusion set connector before a full supply change was performed; insulin delivery resumed after cartridge and steel cannula set replacement, and blood glucose measured 308 mg/dl by fingerstick prior to recovery. Symptoms included feeling foggy and mildly nauseated. Outcomes included no hospitalization or ems utilization and return of glucose to range after the supply change. Investigation included troubleshooting and education, review of cgm-to-pump communication, and guidance through cartridge and infusion set replacement. Investigation of this case revealed a probable interruption of insulin delivery associated with cgm signal loss to the ilet and potential connector overtightening, which was resolved by a complete supply change with restored delivery and improved glucose. It was concluded, based on previously established findings for similar reports, that the cause was user technique and communication interruption contributing to hyperglycemia.